Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken and detached 1 inch from the distal end of the fiber; the distal part of the fiber/cap was not returned; black residue and melting of the heat shrink noted 1 inch back from the fracture location; the fiber shows signs of melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 79,465 joules while using the surgical fiber during a prostate procedure, the fiber tip burned and was damaged. Time expended: 15:15 minutes. Reportedly, the fiber tip/cap became detached inside of the patient and was retrieved by the physician using graspers. The procedure was completed using a second surgical fiber. Patient outcome "ok" - there was no injury reported.